Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a call service alarm and the alarm was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: a review of the pump¿s black box history showed that call service alarms were recorded. No call service alarms occurred during investigation. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was missing. There was evidence of corrosion found on the audio bolus button contact. A leak test was performed and a bolus button leak was found. The pump case was removed and no evidence of corrosion or internal defects was observed. The complaint of the pump emitting call service alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.